Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company representative reported on behalf of the health professional an alleged port tubing leak. The doctor noted that a part of the tubing appeared "brittle" with "white stress lines." Follow-up findings: health professional reported that the device was "repaired and not explanted."